Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: no observations are performed for the complaint as the event is no information. Additional observations: creases is observed. Wear abrasion is observed. No further actions are required as the device was implanted. The event of seroma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported seroma-late and capsular contracture, baker grade iii. The device has been explanted. This relates to the right side.